Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cpu board was replaced, and the unit was returned to the customer for remaining checks before returning to service.

Event description:
The hospital reported that the device displayed a reference voltage error message. There was no reported patient involvement.